Event description:
It was reported that a chest x-ray confirmed the atrial lead was fractured. The lead was turned off due to high thresholds and high impedance. The lead would be monitored until a device changeout due to normal elective replacement indicator would be scheduled.

Manufacturer narrative:
No medwatch form was received. (B)(6).